Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the patient had a hard fall on concrete. The patient was reprogrammed and regained coverage. The patient then reported stimulation was gone on one side of her body. An x-ray was performed which revealed a lead fracture. The patient's lead was replaced on (B)(6) 2011. It was reported the patient had effective stimulation postoperative.